Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with a cut in the sheeting noted near the weld. A leak test was performed with a leak noted from the cut in the sheeting. A clamp function test and clear passage test were performed with no issues noted. The reported problem was identified during an evaluation and the cause was determined to be a manufacturing related issue. A CAPA was referenced for this event.

Manufacturer narrative:
(B)(4). The homechoice (hc) cassette has been returned, and a device analysis is anticipated. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient observed damage in a homechoice automated cassette while performing peritoneal dialysis therapy. The caregiver reported that there was a slit in the membrane of the cassette where the cassette sits in the door of the homechoice machine. The damage resulted in a leak of dialysis solution after the therapy was over. This was observed when the patient removed the cassette after therapy. No additional information is available. This report is 2 of 2.